Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported by the patient that infusions set fell off within 2 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available